Event description:
During a follow-up, no sensing and loss of capture threshold were observed. X-ray and ultrasonic revealed that the lead had perforated through the apical wall. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and was found to be within specification.